Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer reported that the insulin pump received insulin flow block alarm. Troubleshooting was done for insulin flow block alarm. Customer was assisted customer in performing a 5.0 units fill cannula. Customer stated the insulin exited. It is unknown whether the customer was using the auto mode feature. Customer was advised to remove the set and examine the cannula and found the cannula was bent. The insulin pump was not returned for analysis.